Manufacturer narrative:
Evaluation results: inherent risk of procedure (thrombosis). (No results available since no evaluation performed) - device or procedural images not provided for review. Evaluation conclusions: inherent risk of procedure - (thrombosis). (B)(4).

Event description:
Patient had one resolute integrity drug-eluting stent deployed to a vessel in the lad with moderate tortuosity and 90% stenosis. Patient presented to ICU with stent thrombosis which was aspirated, revascularization was performed on the stent using poba but it remained occluded. Intra-aortic balloon pump (iabp) was inserted and only a little thrombus was removed. Iabp was removed. Patient is reported to have recovered.